Event description:
The pt was seen after receiving several shocks. Upon reviewing the programmer display, the serial number had changed and went into reset mode. The battery voltage was also end of life.